Manufacturer narrative:
The initial reported event of erosion was submitted via an alternative summary report. As the summary report has been revoked, this new information is being submitted via a 30 day report. Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2011. The distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and the device eroded at the injury site. The patient was hospitalized and the cardiac resynch ronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.